Manufacturer narrative:
Continued additional e1 email address: (B)(6) continued e1 additional (phone number) : (B)(6) device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Was observed crease however is not considered workmanship because the device was explanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii, hardening and breast deformity" and "accommodation folds." The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii, hardening and breast deformity" and "accommodation folds." The device remains implanted.